Manufacturer narrative:
It was reported that the flow/bubble sensor had a malfunction, the flow bubble sensor could not be calibrated. The failure was found during an in-house repair of the cardiohelp. No harm to any person has been reported. The device caused the complaint and was not able to work as per factory¿s specifications. As any flow issue / reading issue and bubble alarms are a high priority alarms, which leads to a pump stop, if intervention is set by the user, a report is needed. A getinge field service technician (fst) was sent for investigation on 2024-03-06. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected flow/bubble sensor was investigated by getinge life-cycle-engineering (lce) on 2024-07-08 with the following conclusion: the fluctuating of the zero flow could be reproduced. In specific pairing of the flow/bubble sensor with the sensor panel, fluctuations can be observed. A similar failure was investigated by getinge life-cycle-engineering (lce) on 2023-01-27 together with the supplier em-tec. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2024-03-14 for the period of 2021-12-07 to 2024-03-08. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2021-12-07. Based on the results the reported failure "flow/bubble sensor cannot be calibrated" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the flow bubble sensor will not zero during calibration. The failure occurred during service. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation. The flow bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID#(B)(4).